Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h6, and h11. The device was not returned to olympus for inspection; however, an olympus fse (field service engineer) visited the site and confirmed the reported malfunction. Based on the completed investigation, it was determined that the bnc connection had been pulled out of the monitor and broken. However, the root cause could not be established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loss of images. The event occurred during set up. There were no reports of patient involvement.